Manufacturer narrative:
(B)(4).

Event description:
The patient experienced severe leg spasms and had a pressure sore (location not reported). The patient was considering a new hcp that was closer in location. The pump delivered baclofen. Additional information has been requested of the hcp, but was not available as of the date of this report.